Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05 june 2024 it was reported by a sales rep via email that an ar-3638ds fibertak disposables straight kit had a drill bit break during use. This occurred on (B)(6) 2024 during an arthroscopic posterior stabilization in (B)(6) private hospital. The drill was used as per the technique guide. The case was completed successfully using a new drill kit. There was case involvement.

Manufacturer narrative:
The complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation revealed the tip of the drill is missing from the drill shaft. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.